Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had burnt valves within the balancing chamber. The biomed stated the top four valves were affected. The valves appeared cracked and showed signs of heat damage. The machine alarmed with high and low flow messages and gave audible alarms. Additional information was obtained during follow-up with the biomed. There was no patient involvement nor personal harm to anyone as a result of the thermal damage. No burning smell, smoke, sparks, flames, arcing, or any other further visible heat or electrical damage related to the burnt balancing chamber valves was observed. The machine has approximately 26,000 hours and the valves are the original fresenius parts on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the valves. The biomed replaced the valves and wiring, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The complaint samples are available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had burnt valves within the balancing chamber. The biomed stated the top four valves were affected. The valves appeared cracked and showed signs of heat damage. The machine alarmed with high and low flow messages and gave audible alarms. Additional information was obtained during follow-up with the biomed. There was no patient involvement nor personal harm to anyone as a result of the thermal damage. No burning smell, smoke, sparks, flames, arcing, or any other further visible heat or electrical damage related to the burnt balancing chamber valves was observed. The machine has approximately 26,000 hours and the valves are the original fresenius parts on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the valves. The biomed replaced the valves and wiring, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The complaint samples are available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The manufacturer found during the investigation objective evidence indicating a product problem, thus the complaint is confirmed.